Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the device involved with this complaint and completed the device evaluation. Failure analysis was not able to confirm or reproduce the reported failure tips of instrument do not line up. The instrument was inspected and the instrument did not exhibit a bent grip. However, failure analysis did find the instrument to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tips of the tenaculum forceps instrument did not line up. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.